Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed, clinical noted the patient had some more oozing out of impella sore. The cause of the bleeding is determined to be use issue because bleeding was stopped by placing another suture at the place. Regarding the organ failure/ epistaxis, the cause of the clinical symptom was not determined due to insufficient clinical details. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and experienced bleeding at the access site requiring intervention. Subsequently, the patient went into multi-organ failure and expired. After the procedure, the patient was transferred to the unit on impella mcs and bleeding from the groin site was noted. The following day more bleeding was noted, and another suture was placed, which resolved the complication. The next day, the patient underwent a mitral clip procedure. Heparin was suspended due to the patient's nosebleed. Now three days after start of the impella mcs, the patient was made do not resuscitate. The patient was not a candidate for escalation in care, and it was noted, after the mitral clip procedure, the patient went into multi-organ failure. Liver and kidney organs became worse, and partial thromboplastin time would not decrease. The patient expired the next day and care was withdrawn.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."